Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Noise was observed after activation of the lss to unipolar configuration. Of note, the lead was noted to be implanted in the rv septum, however, is connected to the right atrial (ra) port of the device header. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause was not determined. The lead configuration was programmed to unipolar pacing and bipolar sensing and the physician will continue monitoring.